Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked. The event was further described as; infusor presented leakage through the infusion regulator chamber. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed that the fluid inside a bag that contained the infusor device. The photograph suggested a leak has occurred. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.